Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the 2 patients had therapy/ins was working intermittently which occurred within 6 months of each other. The caller stated they ran a battery check with the ins 6 months ago and it showed a range of 13-25 months. The caller ran another battery check the day of the call and the result was the same 13-25 months. The caller indicated that the battery check section did not include the indication that the calculation was for a new stimulator. The caller asked if there was a problem with a group of batteries manufactured during a specific time frame. It was reviewed that there was not, and the battery estimate was an estimate and different parameters may result in the same calculation. No further complications were reported. Information also reported in related (B)(4).